Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer called stating the brush head was not staying securely attached to the toothbrush. He described the metal pin and plastic were severely worn down. No injury was reported.